Event description:
The dr was nearing the end of a routine root canal when the ceilng mounted microscope being used fell from the ceiling. The dr was able to catch the microscope as it fell; however the mouning arm swung around and contacted the pt's forehead. The pt received a laceration approx 1/4" long that was subsequently closed with a bandage. The root canal was then completed, with no further complications. The pt did not require any additional followup or medical attention.